Event description:
Information was received regarding a cadd legacy plus pump. It was reported that a "no clamp disposable" message was on the pump display when a 100 ml cassette was attached to the cadd pump. There was no patient, or clinician injury associated with this occurrence. No further details provided at this time.

Manufacturer narrative:
Customer reported that the device was showing no clamp disposable message on the pump display. Tamper seals were all intact. No disposable and high pressure alarm messages. Performed visual inspection of the pump, performed nda testing. Customer problem was not duplicated regarding the no clamp disposable message. Unable to determine what caused the problem. Replaced downstream sensor as preventive measure.

Event description:
It was reported that device was showing no clamp disposable message on the pump display. No patient injury was reported.

Manufacturer narrative:
This remediation MDR was generated under protocol b10010116, as a result of warning letter cms# 617147. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Customer problem was not duplicated regarding the "no clamp disposable message" issue during the investigation. No disposable with high pressure alarm messages were found in the pump's event history logs. The root cause of the reported issue could not be confirmed as the reported issue could not be replicated at the time of the device evaluation. Actions were taken to mitigate the reported issue: replaced the downstream sensor as a preventative measure.

Manufacturer narrative:
Other text: customer reported that the device showed no clamp disposable message on the pump display . Tamper seals were all intact. No disposable and high pressure alarm messages. Performed visual inspection of the pump, nda testing. Unable to determine what caused the problem. Replaced downstream sensor as preventive measure.

Event description:
It was reported that the device was showing no clamp disposable message on the pump display. No patient injury was reported.

Manufacturer narrative:
Other, other text: customer reported that the device was showing no clamp disposable message on the pump display. Tamper seals were all intact. No disposable and high pressure alarm messages. Performed visual inspection of the pump, performed nda testing. Customer problem was not duplicated regarding the no clamp disposable message. Unable to determine what caused the problem. Replaced downstream sensor as preventive measure.

Event description:
It was reported that device was showing no clamp disposable message on the pump display. No patient injury was reported.